Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and autoimmune disorder ("anxiety, anxiety autoimmune disorder") in a (B)(6) year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, abdomen pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), rash erythematous ("rashes / patches of skin resembling burn marks"), depression ("depression, psychological or psychiatric disorder"), fatigue ("chronic fatigue, fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), eye disorder ("vision/ eye problems"), the first episode of alopecia ("hair loss"), gastrointestinal disorder ("loss gastrointestinal or digestive system condition"), hypersensitivity ("allergic reaction/ hypersensitivity"), anxiety ("anxiety") and hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), the first episode of erythema ("skin redness") with allergy to metals, skin disorder ("skin bumps"), allergy to metals ("nickel allergy"), dry skin ("dry skin"), pruritus ("itching"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), the second episode of erythema ("skin redness") and arthralgia ("knees pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy were performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, vaginal infection, vaginal discharge, dyspareunia, rash erythematous, skin disorder, allergy to metals, dry skin, pruritus, the last episode of alopecia, depression, fatigue, weight increased, procedural pain, the last episode of erythema, migraine, headache, nausea, tooth disorder, eye disorder, gastrointestinal disorder, arthralgia, hypersensitivity, anxiety and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for allergy to metals and migraine with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, procedural pain, pruritus, rash erythematous, skin disorder, tooth disorder, tooth loss, vaginal discharge, vaginal infection, weight increased, the first episode of alopecia, the first episode of erythema, the second episode of alopecia and the second episode of erythema to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve and, as a result, in the fall of 2015 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion procedure: on (B)(6), left tubal ostium was placed in visual field and essure introducer was inserted until black line (landmark) was seen. The 'introducer was then rolled back till silver and gold lines were visualized, the coil was released, the introducer was further 'withdrawn and excellent position of essure coil was observed. (Exactly the same procedure was performed on the opposite side) on exiting the endometrial canal the endocervix was visualized in 4 quadrants. Diagnostic results: surgical pathology report: on (B)(6) 2016, diagnosis: uterus, right and left fallopian tubes (total laparoscopic hysterectomy/bilateral salpingectomy): uterus, 118 grams; cervix: squamous metaplasia. Nabothian cysts, rare. Endometrium: preoperative phase. Myometrium: superficial adenomyosis. Right and left fallopian tubes: bilateral foci of proximal lumen. Destruction and/or obliteration with reactive fibrosis and chronic inflammation. Foreign body identified grossly, bilateral. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event added skin redness, itching, migraines / headaches, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), pain, vision/ eye problems, fatigue, weight gain / loss gastrointestinal or digestive system condition and hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormally menstrual bleeding / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash erythematous ("rashes / patches of skin resembling burn marks"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("allergy to nickel"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy were performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, vaginal infection, vaginal discharge, dyspareunia, rash erythematous, erythema, skin disorder, dry skin, pruritus, alopecia, depression, anxiety, allergy to metals, fatigue, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, menstrual disorder, pelvic pain, procedural pain, pruritus, rash erythematous, skin disorder, tooth loss, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve and, as a result, in the fall of 2015 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.